Event description:
It was reported that when using the bd pyxis¿ anesthesia station es backup battery was not functioning. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that backup battery was not functioning. The field service engineer (fse) replaced backup battery by swapping it from another station that was not in use. The biometric identifier (bio-ID) functionality was also checked to ensure proper operation. Testing confirmed that the backup battery worked as expected, and the device remained powered when the cord was disconnected. The customer successfully logged in using bio-ID, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.